Manufacturer narrative:
During further investigation (fi), a visual inspection of the touchscreen assembly revealed evidence of deep scratches on the screen. The touchscreen assembly was visual inspected and the scratches on the screen were verified. No further testing required. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Physical damaged resulted in the scratches on the screen.

Event description:
The manufacturer's field service engineer (fse) noted that during the pm process the touchscreen was not responding. There was no patient involvement.